Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was set at the same brightness and the colors were off and dimmer. The customer¿s blood glucose level was unknown. The customer also reported presence of air bubble around the middle button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No unexpected dim display, partial display, or missing segments. The device passed the displacement test and the self test. The display brightness is normal for this software version and board manufacture. No display brightness anomalies noted during testing. The pump was received with pillowing keypad overlay..